Manufacturer narrative:
G4: 04mar2020. B4: 01apr2020. The manufacture service technician replaced the lcd (liquid crystal display), the ui (user interface) pcba (printed circuit board assembly), the lcd cable 2nd generation, the tray lcd, the ui to lcd cable and the power switch overlay to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/22/2020.

Event description:
The customer reported the display is blank after replacing the power management (pm) board and central processing unit (cpu) board. The customer has replaced the pm pcba (printed circuit board) and the cpu and it was noted that the old pcba had signs of overheating on the inductor coil. The unit still goes vent inop when powering on in ventilation and diagnostic mode. The remote service technician instructed the customer to check cable on the power management board that connect to user interface assembly and the customer is reporting the connections all appear to be good. The device was not being used for treatment at the time the reported issue was discovered.